Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from the ends of the unused clamped lines of a peritoneal dialysis set. The patient was not connected at the time of the event. The technical services representative assisted the patient in ending therapy and starting over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.